Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt had a lead revision on (B)(6) 2024 and since then has experienced intermittent poor communication while charging their ins. Caller confirmed that prior to the revision, everything worked as intended without problems. Caller stated that they met with pt today at their post operative appointment and experienced the similar intermittent poor communication issues while attempting to connect to pt's ins with the clinician app. Caller stated that while attempting to connect it would display that it found the ins but then lose connection right away and display no device found. Caller attempted to connect several times with the same result and then was finally able to successfully connect to the ins. Technical services (tss) attempted to collect more detail on why the lead was revised and if the ins pocket site was revised as well but call was unable to provide further detail and said they would need to call back at a later time. Tss reviewed information and recommended collecting log files while caller was with the pt. Tss walked caller through obtaining log files. Caller did not have their laptop with them and will be forwarding the log files on when they are able to upload them to their laptop. Tss emailed caller the instructions to upload the log files. [See pe (B)(4) for additional information on previous revision].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported cause not determined. Telephone conversation 7/10 with pt. Pt stated that she has not encountered issue again.